Event description:
The patient reported he got a letter from the ambassador program about interstim therapy. The patient increased his stimulation up by .1 and was now feeling stimulation sensation however he felt that before for hours, but then it went away. The patient was still not sure how soon he was supposed to see some effect, and his hcp's (healthcare provider's) office told him it would take about 6-8 weeks. Patient services inquired does the patient feel he has gotten therapeutic effect? The patient stated, no, not necessarily. He keeps a diary and catheterizes himself and it seemed like last night, yesterday and the day before he was able to empty his bladder by 90% but he thinks that is just a coincidence. The patient also reported when he last spoke to the doctor (around first week of march) the doctor said that the patient was still using his stomach muscles to push the urine out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0skuf, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient commented that it seemed it hasn't been working for two years. The patient later reported having no symptom control daily, with no falls/trauma related to the issue. The patient stated they never had symptom control; they were able to use the patient programmer (pp) to verify the stim was on, on program #2 at 4.5 and they did not feel stimulation. The patient increased stim to 5.1, and stated they would leave it on the current settings and would track their symptoms. The patient was to contact their healthcare provider (hcp) to find a manufacturer representative (rep) in the area in order to speak to them about reprogramming.